Event description:
Several hours after insertion of new contact lenses, patient developed difficulty with vision, pain and photophobia with concomitant blurriness in both eyes. Around a month later, patient was diagnosed with corneal abrasions and ulcerations to eyes. Patient required treatment and rest to relieve the pain. Patient claims to have permanent scarring and change in the shape of the eyes. Patient claims lenses had cracked edges.

Manufacturer narrative:
The initial reporter states the patient was wearing aspherix-k lenses manufactured in boston es material. The initial reporter states the patient has been wearing this design since october 2002, and had been provided 18 lenses at the time of the incident. The patient was a pre-existing keratoconus patient. The patient's corneal curvature had been changing over the years as evidenced by the progressively steepening curvatures of the lenses. Keratoconus is a progressive disorder characterized by corneal thinning leading to steeper corneal curvatures often resulting in reduced best corrected visual acuity and stromal scarring. It often requires corneal transplant. The initial reporter reviewed their manufacturing records, and concluded that the edge damage occurred at the dispensing practitioner's office or by the patient.